Event description:
Litigation papers allege that patient experienced severe and constant pain and suffering, swelling, tissue damage, synovial fluid buildup, metallosis and/or lack of mobility.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Eval summary: not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported head part and lot code combination; two prior reports for the metal insert part and lot code combination. However, review of the as400 system show that 14 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Review of the device history records found no related manufacturing deviations or related anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4).